Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. The system history shows that the laser was verified successfully prior to and after the date of treatment. Vgb (vertical gas breakthrough) is known to appear in thin cuts more often when compared to thick flaps. Fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. Contributing factors are the age of the patient, docking technique, dimensions of the channel where gas can escape and corneal scarring. Treatment report does not show any abnormalities. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Contributing factors are the age of the patient, docking technique, dimensions of the channel where gas can escape and corneal scarring. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with an anomaly resembling vertical gas breakthrough during flap creation of the right eye. The patient was treated and no serious injury to the patient occurred. Upon follow up, patient is thought to be doing well. No known post-operative complications.